Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was reported. Additionally, it was reported that the patient suffered from an infection in her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 650cc gel breast prosthesis in 2008.